Event description:
It was reported that: 10 oct 2023, the swg was found kinked prior to use. There was no patient involvement.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2023, the swg was found kinked prior to use. There was no patient involvement.

Manufacturer narrative:
Qn# (B)(4). The customer report of a kinked guide wire was not confirmed through complaint investigation of the returned sample. The customer returned one arterial catheterization kit for evaluation. No obvious signs-of-use were observed on the returned device. The guide wire was returned partially advanced through the needle cannula. After performing functional inspection, the proximal and distal openings of the needle cannulas were further examined. Adhesive residue was observed on the returned device. The presence of adhesive was confirmed via inspection with a uv light. A kink on the guide wire could not be confirmed due to the damage caused during functional inspection. The returned guide wire length measured 4 1/2" via calibrated ruler, which was within the specifications of 4 7/16-4 11/16" per product drawing. The guide wire outer diameter (od) measured 0.39mm via calibrated caliper which was within the specifications of 0.381mm-0.404mm per product drawing. The inner diameter (ID) of the needle cannula could not be accurately measured due to a blockage of the proximal end caused by adhesive residue. Functional inspection of the returned device was performed per the instructions-for-use (IFU) provided with the kit which states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. When the reference mark on the clear feed tube coincides with the edge of the internal cylinder of the guidewire handle the tip of the guidewire is located at the needle tip." The guide wire was observed to be stuck inside the cannula and was broken while attempting to retract it through the needle cannula, indicating resistance between the guide wire and cannula. The instructions-for-use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." A device history record review was performed, and no relevant findings were identified. CAPA was previously implemented by the manufacturing site under teleflex quality systems to address this issue. The CAPA investigation indicated that the issue was manufacturing related. The relevant lots within the reported kit were manufactured prior to the implementation of the corrective action. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: (B)(6) 2023, the swg was found kinked prior to use. There was no patient involvement.